Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240( air in line) which occurred on home choice (hc) during dwell 5 of 5. The baxter technical representative (tsr) assisted the hp to clear and explain the alarm. The hp will perform manual exchange. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a report of a system error 2240 alarm was not confirmed and the assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.